Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was properly loaded and no misload was observed during the fluoroscopy check. Of note, the patient had severe tortuosity of the femoral access with an aortic root angulation of 70 degrees. The delivery catheter system (dcs) was inserted into the left femoral access with an external introducer sheath and smoothly crossed the aortic arch. The valve was deployed and recaptured two times while attempting to achieve target implant depth. During the third deployment attempt, the implanter noticed that rotation of the deployment knob did not deploy the valve and a rupture of the upper part of the capsule was observed. The dcs was retrieved from the patient uneventfully with the valve completely enclosed within the nitinol capsule. A second valve was prepared with a new dcs and was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was loaded in the capsule of the delivery catheter system (dcs). The valve could not be removed from the dcs, analysis on the valve could not be performed. The handle was intact. The device was received with the capsule partially opened. The deployment knob retracted and advanced the capsule. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. There was damage observed on the threading of the screw gear. The reported event for separation of components could be confirmed in the analysis. The reported event for positioning difficulties could not be confirmed in the analysis. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that no unusual resistance was felt during loading the valve. The patient had calcified femoral access and a horizontal aorta which is the reason the external introducer sheath was used and contributed to the capsule issue. Turning the deployment knob was not difficult during deployment however during the recapture slight resistance was noted. The distal portion of the nitinol capsule looked "crumpled." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6: method and conclusion codes conclusion: the reported event for separation of components could be confirmed in the analysis. The procedural images submitted for review confirmed separation of the proximal portion of the capsule. A device history record review was performed on the returned dcs and there were no correlations or issues identified regarding manufacturing. The device met all applicable manufacturing specifications prior to release for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. The damage observed on the threading of the screw gear is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. The patient had calcified femoral access and a horizontal aorta which was the reason the external introducer sheath was used and contributed to the capsule issue. Corrected data: h3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.